Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component and three contralateral leg components were placed at the intended location. The procedure was completed with no reported issue. On (B)(6) 2019 a CT image revealed a proximal type I endoleak. On (B)(6) 2020 a secondary intervention was performed. The space between the trunk of the trunk-ipsilateral leg component and the patient's aortic wall was plugged using a coil. A small proximal type I endoleak remained. No aneurysm enlargement was reported. It was reported that the suspected cause of the proximal type I endoleak was a tortuous aorta. The patient will be monitored. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 50 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Furthermore, the IFU states that anatomical requirements for use of the trunk-ipsilateral leg endoprosthesis includes a proximal aortic neck angulation of less than or equal to 60°. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or >60° angulation of the proximal aortic neck. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.